Manufacturer narrative:
This system controller was previously reported under MFR # 2916596-2024-05950 and investigation findings will be submitted under MFR # 2916596-2024-05950.

Event description:
It was reported that the system controller was exchanged. The reason for exchange was not provided.

Manufacturer narrative:
A1-a4: patient information not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.